Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the issue with the master tool manipulator (mtm) and replaced the mtm. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and during visual inspection the inner springs was found to be damaged. The inner spring was tested and verified to be the source of the issue. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause of the grip not opening is due to a damaged inner springs on the mtm.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the customer experienced an issue with the right joystick of the master tool manipulator right (mtmr), where it couldn't be moved. The customer explained that the surgeon encountered resistance when trying to move the instrument, and despite clutching to move the mtmr, the instrument remained immobile. Both clutches were ineffective, but after passing control to the right surgeon side console, the surgical procedure continued without further issues. The technical support engineer (tse) reviewed the system logs and identified error 23075 on the mtmr. The procedure was completed with no reported injury.